Event description:
"Small black rubber piece found in patient; believed to come from one of the four trocars."

Manufacturer narrative:
The incident device has not been returned for evaluation. Upon receiving and completing an evaluation on the incident device, a follow-up report will be submitted.